Event description:
The customer reported that there was a generator error message. This issue is likely to result in an automatic system shutdown. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube unit was evaluated and replaced. The system was tested and found to be working as intended and returned to service.